Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nineteen devices were received for evaluation. Sixteen events were duplicated during testing. Three events were not duplicated; however, the devices were found to be outside of specifications. Ten devices were found to have a compromised lubrication. One device was found to be affected by a jammed bearing. Four devices were found to have corrosion. Four devices were found to have corrosion and compromised lubrication. Three devices were not available to stryker for evaluation. One device was returned to the user facility. Eighteen of these devices were not repairable and were not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 22 </noe> malfunction event in which the device overheated. Nineteen reported events had no patient involvement; no patient impact. Three reported events had patient involvement; no patient impact.